Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and an alert for eri was noted. The physician suspects premature battery depletion. No intervention is anticipated at this time and the device remains implanted. The patient was in stable condition.